Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a robotic hysterectomy on (B)(6) 2018 and suture was used. During the procedure, while suturing the vaginal cuff, the suture broke. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Investigation summary ==> a used suture piece and nine unopened samples were received for analysis. During the visual inspection of the used suture piece, the sample was examined along of the strands and damaged was noted also the ends were cut appears to be by the use of a surgical instrument. Also, nine unopened samples were examined and no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were examined along of strands and no defects or breakage suture was examined. Functional test was performed on the samples and the tensile force met the requirements the manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According to the open sample, the assignable cause of the suture breakage suggests an improper handling of the sample. According to the unopened samples, no suture breakage was found.